Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred with a clear fluid leak observed toward the end of a routine hemodialysis treatment. Rinseback was not completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Clear fluid was observed, indicating that the cycler alarmed appropriately. Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The exact cause of the leak cannot be determined. The user's guide provides adequate instructions for troubleshooting system alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.